Event description:
Boston scientific received information that this pacemaker displayed a magnet rate of 100 for almost one year. The device was checked seven months ago and then again four months ago and the magnet rate was 100 both times. The device was checked currently and had a magnet rate of 85. A technical services (ts) consultant was contacted regarding this issue and recommended checking the device with a programmer as it is unusual to not get a magnet rate of 90 which typically occurs one year prior to the rate of 85. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.